Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article titled, "a new step-up dual endoscopic approach for large-size infected pancreatic necrosis: percutaneous endoscopic necrosectomy followed by transluminal endoscopic drainage/necrosectomy" by santi mangiafico, et al., per the article, between january 2017 to june 2022 one patient experienced overinflation. Verres needles were inserted in the abdomen to address the patient complication. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Exact event date is unknown; event occurred between january 2017 to june 2022. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Literature source: santi mangiafico, et al. A new step-up dual endoscopic approach for large-size infected pancreatic necrosis: percutaneous endoscopic necrosectomy followed by transluminal endoscopic drainage/necrosectomy. Surg laparosc endosc percutan tech 2024; 34:156-162. Imdrf patient code e2401 captures the reportable event of overinflation imdrf impact code f23 captures the reportable event of additional intervention performed to address the overinflation.